Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarm occurred. Reportedly, customer cleaned speaker holes with a lint-free cloth to wipe any potential moisture. Pump resumed normal operation after 2 hours and there was no adverse impact to the customer¿s blood glucose level.